Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported a right side deflation. Device had been explanted.

Event description:
Healthcare professional reported a right side deflation. Device had been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on posterior and green particles leak test and microscopic analysis was performed which identified: sharp opening on posterior and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.